Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the clinical observation of device failure, leading to device replacement, was likely caused by a pump deflation issue, which impacted device function. Device history review (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The pump, reservoir and both cylinders were retuned. The pump was visually inspected, microscopically examined and functionally tested; it was noted that the kink-resistant tube presented sings of wear, and the pump failed the deflation test. The cylinders were visually inspected and microscopically examined; both presented wear at folds in the proximal end of the outer layer, and holes consistent with device explant. Due to the observed damage, the cylinders were not pressure tested. The reservoir visually inspected, microscopically examined and leak tested; no damage was noted. The identified pump issue is likely to have affected the functionality of the ipp. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). The IFU lists mechanical difficulty with the device as a potential adverse event associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure as this inflatable penile prosthesis (ipp) stopped working. It was identified that the tubing was frayed. The entire device was removed and replaced with a new ipp.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure as this inflatable penile prosthesis (ipp) stopped working. It was identified that the tubing was frayed. The entire device was removed and replaced with a new ipp.